Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece for analysis. A visual and x-ray inspections was performed and found that the inner coil offset / bunched up at the distal region of the lead which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the left ventricular lead. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.